Event description:
The facility representative reported a pump with failure code 703 during bio-med testing. According to the hospital representative there was no patient injury or medical intervention had been reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 19, 2007. Evaluation summary:the device evaluation was completed and failure code 703 was confirmed (found in event history) due to defective user interface module printed circuit board (uim pcb). Service installed a new uim pcb and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.